Manufacturer narrative:
(B)(4). Date sent: 2/27/2024. D4 batch #: v94d23. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the cable cut off, test with test cable. In addition, the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining / restart generator. No functional testing could be performed, as the clamp arm did not open and close and due to the returned condition of the instrument. Our manufacturing process has been reviewed and there is no current evidence of this issue. The device was disassembled to verify the condition of the internal components and no anomalies were found. The damaged on the shaft is related to improper use of the device. It should be noted that as part of our quality process all  devices are manufactured, inspected, and released to approved specifications. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch v94d23, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the instrument could not be detected while the surgeon was halfway through the case. It was reported that the instrument had touched metal twice for a very short while. Surgeon and his nurse tried to troubleshoot by following the instructions on gen 11, but the instrument still could not be detected. Eventually they had to use ligasure. The procedure was delayed but completed successfully. There were no patient consequences.